Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a male with history of hypertension and hyperlipidemia. This patient's history places him at increase risk of mace. The indication for admission to hospital was an acute anterior wall myocardial infarction leading to cardiogenic shock and cardiac arrest. An emergent coronary arteriogram revealed a de novo, 28mm, thrombotic, type b2 lesion of the proximal left anterior descending (lad) artery producing a total occlusion. The reference vessel diameter was 3.5mm. The safety and effectiveness of cypher select plus has not been established in patients with a recent acute myocardial infarction where there is evidence of thrombus. The lesion was treated by pre-dilation followed by implantation of a 3.5 x 28mm cypher stent at 18 atm. Followed by post-dilation. The rated burst pressure for this device is 16 atm. Intravascular ultrasound was not conducted. No pre-procedural mediations were documented. Asa, plavix and heparin were given during the procedure while asa and plavix were given following the procedure. It was reported that two days following the index procedure, the patient experienced bleeding that was indicated to be a hematoma requiring surgical or endoscopic intervention or decompression of a closed space to stop or control the event. The patient required inotropic medications for hemodynamic support as a result. This event was reported to be unrelated to the cypher, not related to a cordis product and unrelated to the index procedure. Despite investigation of the complaint, no other information was provided by the account to verify if this was an arterial access ite complication or another issue. Six days following the index procedure, the patient experienced non-sustained ventricular tachycardia requiring insertion of an implantable cardioverter defibrillator. The cypher stent remains implanted in the patient and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Based upon the limited information provided, it is not possible to conclusively determine the cause of the events. There is no clear indication these events were design or manufacturing related.

Event description:
Two days post index procedure, the patient experienced bleeding. Six days post index procedure, the patient experienced non-sustained ventricular tachycardia requiring an implantable defibrillator. The patient was initially admitted in 2007 with an anterior acute myocardial infarction. The patient had a target lesion in the proximal left anterior descending branch. The lesion was type b2, de novo, totally occluded and had thombus present. The lesion was 28mm in length and had a vessel diameter of 3.5mm. Timi flow grade was 0 pre-procedure and 3 post-procedure. The lesion was pre-dilated and a 3.5 x 28mm cypher select plus stent was implanted at 18atms. The patient's past medications include the following: aspirin (intra and post procedure), clopidogrel (intra and post procedure), heparin (intra procedure) and statins (post procedure).